Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and experienced ventricular tachycardia. The impella 5.5 was repositioned but the patient still had occasional ectopy. Additionally, the sterile sleeve was pulled back when the impella 5.5 was repositioned and left back. There was a tear in the sterile locking sleeve. The site was covered with occlusive sterile dressing. It was further reported that on day seven of impella support, bleeding developed from the axillary cutdown pocket and impella site. Heparin was withheld. The patient survived.

Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.